Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the initial implant of this right atrial (ra) lead the torch wrench had to be turned more times than expected to get the helix to extend. Once extended, the impedance was tested and the ra lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. The ra lead was tested on the pacing system analyzer (psa) and the impedance measurements fluctuated from in range to high out-of-range. The physician elected to remove the lead and place a new lead. While trying to remove the ra lead, the helix would not retract. The lead was removed by rotating the lead as if it were a fixed helix lead. This ra lead was successfully removed and was never in service. No adverse patient effects were reported.